Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis") and dysmenorrhoea ("severe menstrual pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingo-oophorectomy performed at emergency room). Essure was removed in (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, endometriosis, dysmenorrhoea and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, endometriosis, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.